Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella was utilized in europe to support a 61 year old male who had been admitted in with non st-elevation myocardial infarction, with heart failure and a ejection fraction of 20%, and multivessel coronary artery disease. Underlying medical history, beyond this cardiac presentation, was inclusive of diabetes, arterial hypertension, and persistent atrial fibrillation. The impella supported and allowed for coronary angioplasty with hemodynamic support. The impella purge contained heparin and the activated clotting time (act) was monitored. During the angioplasty there was suction noted on the automated impella controller. The team assessed the pump position with echo imaging and revealed a thrombus floating within the ventricle. The angioplasty was completed and team made plan to explant the impella. To reduce any thromboembolism, the team explanted the pump with the placement of a filterwire ez embolic protection device placed at the carotid arteries. The pump was explanted without incident and the groin site was closed. There was no reported embolization and/or stroke. The patient survived the thrombosis and at 2 months post explant, per the publication, the patient was clinically stable. Thrombosis with anticoagulation did occur, however if the patient had underlying coagulation disorders is not known. Also, the publication does state the patient has underlying persistent atrial fibrillation which could contribute to the development of thrombus.